Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 43 mg/dl at the time of incident and the current blood glucose level was 177 mg/dl. The customer was assisted with troubleshooting. The customer states auto mode shield was not displayed on the home screen. The customer states auto mode readiness screen shows blood glucose required. The insulin pump will not be returned for analysis.